Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0204290999, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead; product ID 3389-40, lot# 0204291000, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was an impedance issue. It was stated that an impedance test was run on the lead. The lead was explanted on (B)(6) 2013. It was stated that the patient status was "alive with no injury".

Manufacturer narrative:
Analysis of lead model 3889-28 distribution lot # 0204290999 conductors #0 and 1 were broken at the conductor weld sites 1.3 and 1.7 (no units reported) as measured from the proximal end. The outer insulation was cut and cosmetic environmental stress cracking (esc) was observed. The continuity was acceptable but open circuits were seen. No shorts were observed between circuits.

Event description:
Follow up information received reported that the physician used a new lead component and the patient was now receiving effective therapy. If additional information is received, a follow up report will be sent.